Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient has dislocated. A definitive root cause cannot be determined. It was identified that the zimmer biomet device was implanted with competitor devices. Zimmer biomet has not confirmed the compatibility for these combinations of devices. It is unknown if this off-label usage may have caused or contributed to the reported events. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). D10: unk stryker exeter femoral stem. Unk ossis custom hemi pelvis. Unk 5.0mm titanium locking screw. Unk 6.5mm titanium locking screw. Unk 7.5mm titanium locking screw. Unk stryker exeter head. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient dislocated approximately 6 months later, and a closed reduction was performed. The surgeon was originally going to revise the device; however, he relocated the hip and was happy with the reduction. Attempts have been made, and no further information has been provided.